Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, it was unable to prime unit during prime test due to faulty force sensor resistor. Device was unable to perform excessive no delivery test and occlusion test due to prime anomaly. Device was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose. Level is unknown but they could not get it under 300 mg/dl. Father declined troubleshooting and requested the insulin pump to be replaced. The device was replaced and returned for analysis.